Event description:
The device was applied during a wedge resection procedure. The staple line leaked. The surgeon manually sutured the applications site. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/05/96 - supplemental report #1 submitted to FDA. Additional data entered in e1, f5 and d9. Device evaluation indicated and codes entered in h3 and h6.